Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative (rep) regarding a patient who was receiving 2 mg/ml bupivacaine at 0.096 mg/day, 25 mcg/ml prialt at 3 mcg/day, and 2 mg/ml dilaudid at 0.096 mg/day via an implantable pump for non-malignant pain. It was reported that on an unknown date, the patient felt like she was no longer receiving pain relief. A dye study was done on an unknown date. It was noted the intrathecal segment had been cut. A new portion was placed and connected to the existing catheter and a bridge bolus was performed. The event was considered to be resolved. It was further stated that the plan was to bring the patient back after the second bolus to program them at minimum rate mode.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.